Event description:
Stereotactic breast biopsy on a (B)(6) f done in the vertical approach using bard 7g biopsy probe. During the sampling process, we noticed that the specimen container on the probe was not draining. The radiologist attempted to manually drain the excess fluid from the specimen container to aid in tissue removal. The biopsy probe was removed and the nurse began holding pressure at the biopsy site. The nurse noticed tissue coming from the insertion site and was able to remove a large piece of specimen from the breast. This piece of specimen was larger than any piece retrieved from the specimen container. The specimen was imaged and was found to contain the largest amount of calcifications. Very few calcifications were seen in the specimen that was acquired by the probe. FDA safety report ID # (B)(4).